Event description:
Customer alleged blood glucose results of 246 mg/dl with comfort curve test strips lot number 549650 (system 1) and 106 mg/dl with comfort curve test strips lot number 549409 (system 2) when tests were performed back-to-back on the advantage system. Customer did not report any symptoms, treatment, or action based on results. No adverse event was reported in connection with the alleged malfunction. Customer did not provide contact information, therefore, no product will be returned and replacement product could not be sent.

Manufacturer narrative:
Customer used 2 different lots of blood glucose monitoring test strips to obtain the alleged discrepant results. This medwatch report is for suspect comfort curve test strip system 1. (B)(4).